Event description:
The customer reported that following a renal angiogram, 2000 a vasoseal vhd kit size 7 was deployed. During deployment of the second collagen plug, the sheath broke away from its hub and the collagen plug was not deployed. No complications were reported.